Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump's battery life was about one and a half days long. At the time of the call, the battery life showed two bars although a new battery had been installed earlier that day. Customer also reported that the insulin pump returned a failed battery test. A new battery cap was shipped to help determine if the insulin pump was malfunctioning. Blood glucose level was 129 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.